Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system an unspecified number of patient gram-positive isolates had high mics (false resistance) results. The user noted that all final results were verified using e-test and broth microdilution prior to reporting. No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, k131331 and k250344. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: a complaint was reported for a results failure on a phoenix m50 instrument. The customer alleged that there were errors with the panels, noting that false resistance is found initially and then retesting shows sensitivity. A bd field service engineer (fse) was dispatched to the customer site. The fse had the phoenix ap instrument decontaminated and replaced the phoenix ap tube. Once the decontamination of the equipment was complete, the issue no longer occurred. This is an unconfirmed failure of a bd product as the issue was with the phoenix ap instrument, not the phoenix m50 system. The root cause of the failure was unable to be determined. No parts were replaced as a part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Device history review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/preventative maintenances. Service history review was completed and revealed no prior cases with his failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system an unspecified number of patient gram-positive isolates had high mics (false resistance) results. The user noted that all final results were verified using e-test and broth microdilution prior to reporting. No health impact or consequence reported.